Event description:
A report was received that the patient had difficulty charging her ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging her ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging her ipg. The patient will undergo an ipg replacement procedure.